Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was underfill or low draw of a tube with blood this event occurred 2300 times. The following information was provided by the initial reporter: translated to english. The customer stated: "the product had problems with the filling of its capacity, apparently it loses vacuum and requests for new samples have been submitted due to insufficient volume for processing in the blood bank, transfusion services and for special biology tests molecular and hematology." Additional information: "no harm to the patient. There was no release of incorrect results. In total 977 tubes affected. Twenty-three tubes were used in just one day, and lack of filling was evident in all of them. Partial filling. At the time of collection, the filling failure is detected, it is reported to the headquarters for follow-up during the processing. The satellite sample bag that comes in the blood collection bag was used for filling the tubes. It was used a waste tube. It did not achieve a successful extraction with the same batch. It is not happening with a particular department. They are not using a bd device to transfer blood into a tube. Scalp is not used. The tubes have not been exposed to extreme heat."

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was underfill or low draw of a tube with blood this event occurred 2300 times. The following information was provided by the initial reporter: translated to english. The customer stated: "the product had problems with the filling of its capacity, apparently it loses vacuum and requests for new samples have been submitted due to insufficient volume for processing in the blood bank, transfusion services and for special biology tests molecular and hematology." Additional information: "no harm to the patient. There was no release of incorrect results. In total 977 tubes affected. Twenty-three tubes were used in just one day, and lack of filling was evident in all of them. Partial filling. At the time of collection, the filling failure is detected, it is reported to the headquarters for follow-up during the processing. The satellite sample bag that comes in the blood collection bag was used for filling the tubes. It was used a waste tube. It did not achieve a successful extraction with the same batch. It is not happening with a particular department. They are not using a bd device to transfer blood into a tube. Scalp is not used. The tubes have not been exposed to extreme heat."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits. One tube was weighed, and water added to be exactly 2.43 ml to show where the bottom of the specification limits is. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. H3 o